Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional stating that the consumer was diagnosed with bilateral corneal ulcer and was treated with unspecified eyedrops. The consumer had discontinued the use of contact lenses. The current status of consumer¿s eye is symptoms not resolved at the time of this report. Additional information has been requested but not yet received.